Manufacturer narrative:
Weil, y.a., et al. (2014) outcome of proximal femoral fractures caused by cycling in the young and mid-aged. International journal of the care of the injured 45:1251-1255. This report is for an unknown dynamic hip screw (unknown quantity/unknown lot). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following article: weil, y.a., et al. (2014) outcome of proximal femoral fractures caused by cycling in the young and mid-aged. International journal of the care of the injured 45:1251-1255. A retrospective analysis was done on 23 patients aged 18 - 60 years. These patients were admitted to the hospital due to proximal femoral fractures caused by cycling that required fixation. The study included twenty male and two female patients. Three of the patients included in the study were implanted with the dynamic hip screw (dhs). Of these patients, a (B)(6) year male required removal of hardware due to lateral thigh pain. The pain improved following the removal. This report is 1 of 1 for (B)(4). This report is for an unknown dynamic hip screw (dhs) and refers to the serious injury of a (B)(6) year-old male patient who experienced lateral thigh pain that required hardware removal.